Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be not following cleaning, set up, disposal instructions causing unintentional damage to the device or accessories. However, there was insufficient information to confirm this potential root cause. Fill tube was dirty. Replaced fill tube. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance: routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was impossible to fill pump in arctic sun device. Per sample evaluation results received on 03jul2024, it was reported that the dirty fill tube noted in the depot repair findings.

Event description:
It was reported that it was impossible to fill pump in arctic sun device. Per sample evaluation results received on 03jul2024, it was reported that the dirty fill tube noted in the depot repair findings.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be not following cleaning, set up, disposal instructions causing unintentional damage to the device or accessories. However, there was insufficient information to confirm this potential root cause. Fill tube was dirty. Replaced fill tube. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance: routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.